Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for spinal fusion. The scrub nurse preoperatively tried to connect the head adjuster to a teardrop handle (279702120), which failed. Also, tried to connect the head adjuster with another counterpart handles such as 279702140, 286715300, and 299704135, which all was failed. The procedure was completed successfully with a replacement without surgical delay. The patient outcome was stable. This complaint involves five (5) devices. This report is for (1) tear-drop handle. This report is 2 of 5 (B)(4).